Manufacturer narrative:
This report is submitted on 13 february 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthesia to undergo skin revision surgery on (B)(6) 2020. The patient was prescribed antibiotics.